Manufacturer narrative:
(B)(4). Concomitant medical products: pxl161407/05039450; patient medications: aspirin, benazepril, diltiazem, famotidine, furosemide, potassium chloride, sodium chloride, terazosin, hydrocodone, acetaminophen, albuterol, magnesium oxide, melatonin, magnesium sulfate/water, nitroglycerin, ondansetron, potassium chloride, sodium chloride, and famotidine. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2007, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2017, computed tomography images revealed a distal type I endoleak on the left side involving the previously implanted pxl161407 device (two pxl161407 devices were implanted, it is unknown which lot/serial number is on the left side). The physician reintervened on (B)(6) 2017, and implanted a pxl161007 device to extend into the external iliac artery. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Correction.